Event description:
I received a 2nd to 3rd degree burn due to a cutera trusculpt ID procedure. During the treatment I told the nurse my back was getting hot. She checked the connections and felt everything was ok. After the procedure I had a blistered burn on my back that took months to heal and I now have a permanent scar on my back.